Event description:
A nurse reported several cases of toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The nurse reported the cases occurred on eight different surgery days and involved several surgeons. Add'l info has been requested. There are sixteen medical device reports associated with this event. This is the fourteenth of sixteen reports.

Manufacturer narrative:
The product was not returned for analysis. The batch records review showed no remarks related to the mfg process, the sterilization of raw materials, equipment, component and product sterilization. All results of chemical, microbiological and toxicology tests were within specs. Retain samples of this batch were retested, all results confirm with the specs for the tested parameters (ph, osmo, viscosity, lal). The complaint history was reviewed and there were no other adverse events reported in this lot. Add'l info was requested on 11/23/2011 and 12/02/2011 by phone, fax and mail. A completed questionaire has not been received. (B)(4).